Event description:
A surgeon reported the knife was not sharp enough during surgery. There was no harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to the manufacturing documentation. Because the sample was not returned and no lot number was provided, the root cause for the bent tip experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).